Manufacturer narrative:
Section b3 date of event: the exact date of the event is unknown. Therefore, 01-oct-2025 was utilized. The investigation is ongoing. A follow-up report will be sent upon completion.

Event description:
On (B)(6) 2026, the following information was provided by the nurse from medsun report (B)(4): patient presented for a port-a-cath placement (airway type used: laryngeal mask #5). Several hours post discharge, patient experienced excruciating throat pain and sought immediate medical advice followed by medical attention on multiple occasions. Patient arrived at an outside facility, emergency department to operating room for direct laryngoscopy with removal of retained laryngeal foreign body where a translucent sheet of unknown material, 4.0 x 3.5 cm by less than 0.1 cm, allegedly correlating with backing of 3m¿ red dot¿ repositionable monitoring electrode used in procedural areas was removed just above true vocal folds, lodged against arytenoids. Patient reported immediate improvement in symptoms and discharged in stable condition. The exact date of occurrence is unknown. A translucent foreign object entered the intubation/surgical field and went unnoticed by the surgical team because it was difficult to visually detect.

Manufacturer narrative:
A sample was not returned to solventum for analysis. The foreign body alleged to be 3m¿ red dot¿ repositionable monitoring electrode backing was retained in the patient¿s larynx; therefore, this event is being reported due to use error.